Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. It seems that the reported impact to the head might have weakened the fixation of the active electrode and was a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently, no plans for re-implantation are made.

Event description:
During 2022, the user, who has special needs, fell out of her wheelchair, and according to her parents, her hearing performance has gradually deteriorated since this event.

Event description:
Two years ago (2022) the user with special needs fell out of the wheelchair and according to the parents the hearing performance has gradually deteriorated since this event. A follow up visit was scheduled and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.